Manufacturer narrative:
The reported event was lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood. Final analysis did not find any anomalies.

Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead dislodged multiple times upon fixation. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.